Event description:
It is reported that during priming of a Prismaflex set, the intravenous jug broke and leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex ST150 set C has been temporarily approved for use in the US under Emergency Use Authorization EUA200704 to deliver CRRT to treat patients in an acute care environment during the COVID-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.